Manufacturer narrative:
The customer refused to pay for repair. No further service provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure line disconnect. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer checked the pipeline connection, and it was stated that it was normal. A remote service engineer (rse) advised the customer to check the logs. Investigation ongoing

Manufacturer narrative:
E: (B)(6).